Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a patient that the controller exhibited a red alarm and had a black controller display. The patient successfully performed a controller exchange at home. The controller was tested by vad coordinator and confirmed the alarm and the black screen. There was no patient consequence.

Manufacturer narrative:
It was reported that the patient experienced a red alarm and a "black" controller display. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination but failed functional testing due to an inability of the controller to run a motor fixture. Supplemental testing revealed that a fairchild metal-oxide-semiconductor field-effect transistor (mosfet) on the power board was found improperly soldered. Additionally, another fairchild mosfet was found shorted. The controller regained functionality after one of the mosfets was re-soldered and the shorted mosfet replaced. The improperly soldered mosfet contained an intermittent connection due to the improper solder, which likely caused the secondary mosfet on the power board to fail, resulting in a loss of power. Once the controller was powered up again, the improperly soldered mosfet disabled the motor voltage, preventing the controller from running a pump and causing the controller to trigger a vad disconnect alarm. Log file analysis confirmed that a loss of power had occurred at 7:01:58. Log file analysis also revealed that a vad disconnect alarm was recorded at 17:02:07, after the controller was powered up. The controller power up event was likely due to the findings regarding the affected components, where the initial failure may have caused the controller to first lose power. After powering up, the controller was unable to run the pump and recorded a vad disconnect alarm. The most likely root cause of the reported event can be attributed to an improperly soldered power mosfet, which most likely damaged a second power mosfet within the same circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.